Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Vyaire medical service tech was able to verify the problem "getting "button stuck" error message when manipulating and trying to change settings." Select and fi02 (fraction of inspired oxygen) button on the display are malfunctioning intermittently. Replaced led (light-emitting diode) display pn 21670-001, sn (B)(4) and process vent thru service. Led display will be sent to fa (failure analysis) laboratory for further test and evaluation.

Event description:
The customer reported to vyaire medical that the revel ventilator was getting button stuck error message when manipulating and trying to change settings. The reporter confirmed that there is no patient involvement associated on this event.